Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was difficult to remove. The customer returned one sealed kit from the same lot # as reported on the complaint (23f17a0560) ((B)(4)). No actual complaint sample was received. The catheter from the returned kit was visually examined with and without magnification. The catheter appears typical with no defects or anomalies observed. However, the customer did provide a photo that clearly shows a catheter that looks to be stretched ((B)(4)). Dimensional inspection could not be performed as no actual sample was returned by the customer for investigation, only a representative sample was received. Functional inspection could not be performed as no actual sample was returned by the customer for investigation, only a representative sample was received. The IFU for this kit, e-17019-100d; rev. 03, was reviewed as a part of this complaint investigation. Other remarks: the IFU warns the end user, "never advance the catheter more than 5 cm. Advancing the catheter more than 5 cm increases the likelihood of the catheter tip being placed into the anterolateral portion of the epidural space and increases the potential for the catheter knotting." The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal. During epidural catheter removal, the literature indicates a force of approximately 1/3 of a pound is all that is necessary to exert if patient is properly positioned in the recommended lateral neutral position." A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed based on the sample received. The actual complaint sample was not returned; only a representative sample was received. However, the reported complaint of the catheter being difficult to remove was confirmed based on a photo provided by the customer. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the catheter being difficult to remove could not be determined based upon the information provided and without a sample.

Event description:
During removal the catheter was twisted on the inside around 12 cm up the catheter and it was nearly severed at this same marking. The patient's condition was reported as unknown at this time.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During removal the catheter was twisted on the inside around 12 cm up the catheter and it was nearly severed at this same marking. The patient's condition was reported as unknown at this time.